Manufacturer narrative:
Corrected fields: b5.

Event description:
It was reported that this pacemaker exhibited low out of range pace impedance measurements on the right ventricular (rv) lead. Additionally, oversensing of noise was observed. The involved lead is a non boston scientific product. Further information was received that a revision procedure was performed and the a fracture was confirmed on both the rv and right atrial lead (ra) which is also a non boston scientific product. Loss of capture (loc) was observed on the rv lead. Both leads were surgically abandoned and replaced. No additional adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this pacemaker exhibited low out of range pace impedance measurements on the right ventricular (rv) lead. Additionally, oversensing of noise was observed. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker exhibited low out of range pace impedance measurements on the right ventricular (rv) lead. Additionally, oversensing of noise was observed. The involved lead is a non boston scientific product. No adverse patient effects were reported. At this time, this device system remains in service.